Manufacturer narrative:
Additional information: patient identifier, event problem and evaluation codes. Additional information was received indicating the observation was found during performance testing. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: no physical damage was found on the customer's pump upon visual examination. The event log was reviewed and the alleged upstream occlusion alarm event was confirmed. The pump was tested for signs of function and pressure failure by simulating infusion therapy with the customer's pump. The reported problem was not verified as there were no alarming of upstream occlusion and no root cause was identified. The DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, the upstream occlusion sensor was replaced as a preventative measure.

Event description:
User facility requested repair of an ambulatory infusion pump due to multiple upstream occlusions. No patient details were provided.